Event description:
The investigation has determined that higher than expected phenobarbital (phbr) results were obtained from vitros therapeutic drug monitoring performance verifiers using vitros chemistry products phbr slides lot 2504-0091-7994 on a vitros xt 7600 integrated system. Vitros tdm I lot e8706 results of 17.8707 and 17.0093 ug/ml vs an expected result of 12.33 ug/ml vitros tdm ii lot c8376 results of 36.7508, 41.2725 and 38.6970 ug/ml vs an expected result of 26.74 ug/ml vitros tdm iii lot g8708 results of 77.5546, 78.7206 and 78.6782 ug/ml vs an expected result of 64.41 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros phbr results were obtained from quality control fluids and no results were reported from the laboratory. No patient samples were processed as the assay was being validated at the time of the event. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected phenobarbital (phbr) results were obtained from vitros therapeutic drug monitoring performance verifiers using vitros chemistry products phbr slides lot 2504-0091-7994 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros phbr quality control results is user error as the customer erroneously selected an incorrect vitros cal kit 9 lot when programming a calibration for vitros phbr on the vitros xt 7600 system. There is no indication that the vitros xt 7600 integrated system or the vitros phbr reagent malfunctioned. Email address for contact office in above is (B)(6).